Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was working normally before there was suddenly no time from the generator and device stopped cutting side branches. Harvester found heating wire departed from the jaw upon inspection. The jaws of the harvesting tool were not opened (even slightly) during the insertion of the tool into the cannula. There were no procedural delays. A new device was used to complete the procedure. There was no patient harm or injury reported. Photos provided by complainant show the device with evidence of blood and the metal wire partially separated from the jaws.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 11/27/2024. Photographs were provided by the account. A photographic evaluation was conducted. Two normal devices were observed in a photograph. Signs of clinical use and evidence of blood was observed in the photograph with one device. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clar intact silicone insulation on both the cold and hot jaws. No other visual defects were observed. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the intact cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(4). The device successfully transected tissue four (04) times. No final testing was conducted due to the condition of heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed, however, the reported failure "electrical /electronic property problem¿" was not confirmed. The lot # 3000415214 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.